Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for difficulty opening the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (curves on the device during advancement) or manufacturing anomalies. Furthermore, difficulty removing the gripper line may be caused by multiples factors including increased tension on the device (e.g. Due the patient anatomy, unintended curves), damage to the gripper line (i.e. Kinks, knots, twists), user technique during removal of the line or manufacturing anomalies/defects. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the gripper line was free of damage, the clip opened to invert, and the gripper arms actuated as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of the complaint handling database indicated there were no other incidents reported for this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. It was further noted that once the clip was deployed and all curves were removed from the system, the gripper line was able to be removed, suggesting that the gripper line was not contributory to the resistance experienced while establishing gripper line removability. With respect to the patient condition, procedural conditions and/or user technique, clip actuation issues and difficulty removing the gripper line can be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. The information provided in the case details stated that there was no resistance during advancement of the cds, the guide was set to neutral during cds insertion and the device was not curved more than 90 degrees. This indicates that the user prepared the device and positioned it toward the mitral valve according to the IFU. It was noted that the delivery catheter (dc) handle was turned in order to position the clip arms, but it could not be confirmed how many turns were applied to the handle. In this case, it is possible that a combination of the curves on the device, turns on the dc handle and procedural interactions (e.g. Due to the anatomy) resulted in increased tension on the device, such that the actuator assembly and gripper line became restricted and therefore contributed to the reported difficulties; however, this cannot be confirmed. Based on the information reviewed and without the product to examine, a definitive cause for the reported clip difficult to open and difficulty removing the gripper line could not be determined. Based on the information reviewed, there does not appear to be any evidence of a product quality deficiency.

Event description:
This mitraclip report is filed for the difficult to remove gripper line which has potential to cause or contribute to injury. It was reported that the mitraclip was able to open during device preparation outside the anatomy. When the clip was being oriented in the left atrium, the clip would not open at all. Troubleshooting maneuvers, such as locking the lever, going to neutral, iterate in the same direction, close the clip all the way, and cycle the lock lever, were performed and the clip subsequently opened. There were curves on the device, but the exact amount is unknown. Everything else went fine and the mitral valve leaflets were grasped reducing the mitral regurgitation from 4 down to trace. The final arm angle was established. The gripper line was tested, but the gripper line would not move. Removing the clip was considered, but the clip would not open. The gripper line was cycled through, but the line still would not move. It was decided to deploy the clip then remove all the curves from the system. After this was done, the gripper line was able to be removed. The patient remained stable throughout the procedure and the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the clip delivery system (cds) was not curved more than 90 degrees during inspection or during the procedure. There was no challenging patient anatomy observed. There were no extreme curves on the steerable guide catheter (sgc) or cds during the procedure. There were no curves on the sgc during cds insertion. There was no difficulty with insertion or advancement of the cds into the sgc. The stored torque was released during positioning. The delivery catheter handle was turned in order to position the clip arms.